Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 420 mg/dl. The customer also reported that the infusion set tubing was detached. The troubleshooting was performed for the detachment. The troubleshooting was not performed for high blood glucose level. The infusion set was detached at quick release. The product will not be returned for analysis.